Event description:
Analysis of the returned device revealed that subject stent delivery wire (sdw) was broken during use and the subject stent was prematurely deployed during use. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent delivery wire (sdw) was found to be kinked/bent. Stent was found to be deployed inside the microcatheter. The stent was found to be deformed. The sdw was found to be broken/fractured. The stent introducer sheath was not returned. During functional inspection, stent difficult/unable to advance or pullback through catheter functional test was unable to perform as the stent was found to be deployed and sdw broken/fractured. The catheter was cut to remove the stent. There was material like microcatheter inner ptfe polytetrafluoroethylene layer wrapped around the stent. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use and continuous flush was set up and maintained throughout the clinical procedure. During analysis, the sdw was found to be kinked/bent and broken/fractured, the stent was found to be deployed inside the returned microcatheter and when retrieved was noted to be deformed. It is probable that when resistance was felt while attempting to transfer the stent in to the microcatheter, manipulation of the device would have caused the damage noted to the device during analysis. It is not clear when the fracture of the sdw occurred but it may have occurred when the stent was being advanced inside the microcatheter inside the patients body. It has been captured accordingly as a worst-case scenario. An assignable cause of procedural factors will be assigned to the as reported 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed 'sdw broken/fractured during use', 'stent deformed', 'sdw kinked/bent' and 'stent deployed prematurely during use' as these issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.